Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between june 2006 and june 2013. This is 1 of 2 reports.

Event description:
The article retrospectively analyzed clinical and angiographic outcomes of patients who underwent the stent assisted coiling procedure using double stents in a y or x configuration techniques to treat complex and wide-neck bifurcation aneurysms in a single center from june 2006 to june 2013. Please refer to attached on-line table: summary of neurologic complications for referral to all filed complaints: a total of 87 patients were treated with enterprise+ enterprise y; neuroform + enterprise y and neuroform + neuroform y stent configuration techniques in the center from june 2006 to june 2013. Out of 87 patients 15 patients (42 to 86 years old) treated with neuroform + enterprise y and neuroform + neuroform y stent configuration techniques had different types of perioperative adverse complications. Treated aneurysms were located at the middle cerebral artery (mca) and anterior communicating artery (acoma). Seven (7) patients had reversible and transient adverse events and nine (9) patients had permanent impairment to the body including one patient who died. Perioperative adverse events were hematoma, ischemic stroke, in-stent thrombosis, vessel perforation with symptoms of hemiparesis, expressive aphasia, cognitive impairment; ataxia; meningeal syndrome and behavioral disorder. The modified rankin scale (mrs) scores were measured 0 to 4. No further details provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, thrombosis, vessel perforation, stroke, hematoma and neurological deficit are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The article retrospectively analyzed clinical and angiographic outcomes of patients who underwent the stent assisted coiling procedure using double stents in a y or x configuration techniques to treat complex and wide-neck bifurcation aneurysms in a single center from june 2006 to june 2013. Summary of neurologic complications for referral to all filed complaints: a total of 87 patients were treated with enterprise+ enterprise y; neuroform + enterprise y and neuroform + neuroform y stent configuration techniques in the center from june 2006 to june 2013. Out of 87 patients 15 patients (42 to 86 years old) treated with neuroform + enterprise y and neuroform + neuroform y stent configuration techniques had different types of perioperative adverse complications. Treated aneurysms were located at the middle cerebral artery (mca) and anterior communicating artery (acoma). Seven (7) patients had reversible and transient adverse events and nine (9) patients had permanent impairment to the body including one patient who died. Perioperative adverse events were hematoma, ischemic stroke, in-stent thrombosis, vessel perforation with symptoms of hemiparesis, expressive aphasia, cognitive impairment; ataxia; meningeal syndrome and behavioral disorder. The modified rankin scale (mrs) scores were measured 0 to 4. No further details provided.